Event description:
It was reported that after a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, monopolar curved scissors (mcs) instrument was found to have painting at the tip come off. No fragment fell inside the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no detached or missing piece from the instrument. No fragment fell into patient. No post-operative test like an x-ray or ultrasound was performed. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.